Event description:
It was reported that t1 and t2 deployed together. It is unknown if the procedure was successfully completed without delay or if a back-up device was available. No patient injury or other complications were reported.

Manufacturer narrative:
Lot number and expiration date added device manufacture date added one 72202468 fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿t1 and t2 deploy together." T1 and t2 were not returned. Suture was not returned. The delivery device was returned. The needle did not show any permanent damage. The depth limiter was attached. It had been creased and slightly flared where the needle had been flexed. The symptom is consistent with tissue resistance with difficulty in reaching desired deployment location. Inadvertent temporary or permanent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. The device cycled and actuated as expected. No root cause related to the manufacture of the device was confirmed.